Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was not noted. It was reported the patient experienced failures of delivery failure and pump failure and were under investigation. The patient had injuries of withdrawal, pain, and surgery. The date of injury was noted as (B)(6) 2016-date of explant/under investigation. The pump was explanted on (B)(6) 20162. No further complications were reported.